Event description:
The customer states that they measured a patient's b-hcg using the architect b-hcg assay obtaining a result of 73 (no units of measurement provided). The initial result was questioned by a medical practitioner. The customer repeated the sample obtaining a result concentration of less than 1. The customer thinks the initial result may be a false positive result. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.